Event description:
Explanting physician reported intracapsular rupture diagnosed by MRI. The device remains implanted. The affected side is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.